Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).

Event description:
When the anchor has been put in place, the eyelet of the twifix ti anchor broke. The suture could not be tightened but the anchor has been left in place. Another anchor has been implanted to complete the procedure. The anchor was not removed, left in patient without function. Two lots were noted in the complaint; however, impossible to determine which one was affected. Lot # 50425894 manufacture date 7/17/2012; expiration 6/30/2017; lot # 50423915 manufacture date 7/12/2012; expiration 7/31/2017.